Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The tech found the plastic on the trend assembly cracked. The tech replaced the trend assembly to repair the bed.